Manufacturer narrative:
Correction: device returned to manufacturer? Yes product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent was found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the helix on the patient's right ventricular (rv) lead would not extend. Attempts to extend the helix after removal were not successful either. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.